Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. Additional information was received about the alleged skin irritation, dizziness, headache and death. Section b1 was corrected for adverse events and product problem. (The product problem was checked in the previous MDR.) Section b2 was corrected to death (previously, it was blank.). Section h1 was changed from malfunction to death. Section h6 health effects: clinical codes and health effects - impact code was updated.

Manufacturer narrative:
The manufacture previously reported the incorrect information in section b2 and h1 as death, after the review, it was determined that this options were incorrectly selected in section b2. Nothing such has occured to the patient. Section h11 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in airway from device. Additional information was received patient alleged skin irritation, dizziness, headache and cancer. Lymphoma. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problem. (The product problem was checked in the previous MDR). Section b2 was corrected to life-threatening (previously, it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects impact code was updated.